Manufacturer narrative:
The device and leads remain in service, and the patient continues to be monitored in the remote monitoring system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. The patient presented for a routine device check. There was still noise on the ra and rv leads, and there were still occasional high, out-of-range pacing impedance measurements on the ra lead. Slight noise could be recreated on the ra lead during myopotential testing; however, that noise was not sensed by the device. There were four inappropriate atrial tachy response (atr) episodes stored due to oversensing of atrial noise and the physician adjusted the sensitivity on the ra channel to avoid this inappropriate mode switching. No adverse patient effects were reported.

Manufacturer narrative:
The device and chronic leads remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implantable cardioverter defibrillator (ICD) follow up, noise was observed on the chronic, non-boston scientific right atrial (ra) and right ventricular (rv) leads. A review of the patient's file confirmed the noise was an ongoing issue and had occurred also with the previously implanted ICD. The physician planned to continue using the remote monitoring system to monitor this issue. An engineering review of the device data from the remote monitoring system also noted the ra lead had exhibited some high, out-of-range pacing impedance measurements. No adverse patient effects were reported.